Event description:
The customer reported that the central nurse's station (cns) screen went black, only displaying a "power lock" and "no signal" errors. No harm or injury was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) screen went black, only displaying a "power lock" and "no signal" errors. No harm or injury was reported.